Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic). The patient had been working on large speakers and had been using various welding equipment most days and it was felt that this was the cause of the event. It was decided that there would be no further intervention for the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.